Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was exhibiting lots of noise. Over-sensing resulted in inappropriate auto mode switch episodes and atrial noise reversion. Patient was asymptomatic. The noise was reproduced via isometrics. Lead anomaly suspected. The patient will be monitored.

Event description:
New information received notes that atrial lead noise led to inappropriate automatic mode switch and was noticed on (B)(6) 2019. The patient will continue to be monitored.